Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be determined. Based on the investigation's results, the most probable cause of the identified failures was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flickering image due to damaged cable unit. There was no patient involvement.